Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-06260. It was reported that the left lead had high impedance issue and the right lead had impedance issue. Patient lost stimulation as a result. Leads were explanted, and one new lead was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated.